Event description:
The customer contacted spacelabs healthcare to report that their qube bedside monitor was intermittently rebooting itself. No patient or user harm was reported. The customer's device was returned to spacelabs healthcare for evaluation, and the reported issue was verified. The central processing unit printed circuit board assembly was replaced. After functional and performance testing was performed, the device was returned to the customer for use.